Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while the dilator was introduced into steerable guide catheter (sgc), it was filled with air when device was in the right atrium and the leak was observed. Physician decided to remove the device and was prepared again, and the issue was same outside the patient. Device was replaced and the procedure was continued. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.